Event description:
It was reported that the bd syringe 20ml e/t had foreign matter. The following information was provided by the initial reporter: ref: (B)(4). Lot number: 2507059 date of occurrence: 23/03/2026 description of facts: it was reported that syringe still sealed but found contaminated from inside with clear traces of contamination / staining contamination (see photos). Clinical consequences observed: none: syringe isolated and quarantined for investigation. The flanges are marked ¿s30¿ and ¿44¿.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.